Event description:
The rptr contacted animas on (B)(6) 2010, alleging high blood glucose levels. The rptr contacted animas on behalf of her son (the pt). Since (B)(6) 2010, the rptr claimed that the pt's blood glucose levels had been around 200-600 mg/dl. The rptr claimed that a doctor had the pt come off of the pump and go to injections. The rptr also claimed that the pt's blood glucose level had come down to the 180 mg/dl range. The pt was reportedly changing sites every 2-3 day. No bending or kinking of the cannulas were observed. No signs of insulin leaking were also observed. The rptr did not have cartridge with the pump for troubleshooting. The rptr denied that the pt had any recent illnesses or new medications. The rptr was advised to try using an infusion set from a new box.

Manufacturer narrative:
The device is not being returned to animas for eval. No mechanical issues were observed through troubleshooting.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not contain data from the date of the alleged incident, (B)(4) 2012, due to continued patient use. Data was available for (B)(4) 2012 thru (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.